Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the report of total retinal detachment could not be conclusively determined. The patient remains ongoing on (B)(6). No further ocular events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the hm 3 lvas. The anticoagulation sub-section of the patient care and management section provides information regarding the recommended anticoagulation therapy and inr range. This sub-section also provides considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced total retinal detachment and hyphema. Patient presented with decreased vision in right eye patient has had decline in vision in right eye. Past ocular history of cerent ilm peel and vitrectomy with persistent vitreous hemorrhage of the right eye.